Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2026, with high blood glucose levels remaining elevated for more than four hours. The patient's blood glucose level was 440 mg/dl at the time of admission and patient tested positive for high urine ketones. During hospitalization the patient was treated with intravenous fluids. No further information is available.